Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on information available, the product history records, the review of the case during complaint meeting and the recurrence of this type of event for this implant, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. It could not even be possible to make hypothesis about the root cause of the event. But according to surgeon, issue probably not device related. So the investigation found no evidence to indicate a device issue. Root cause: unknown if additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : revision. Patient developed a bone spur and weakness behind the device suggesting residual motion was not well tolerated in his situation. Device removed to add supplemental fixation. Patient is doing well. Probably not device related according to surgeon. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested.

Manufacturer narrative:
No information about returning device.

Event description:
Mobi-c p&f us : revision. Patient developed a bone spur and weakness behind the device suggesting residual motion was not well tolerated in his situation. Device removed to add supplemental fixation. Patient is doing well. Probably not device related according to surgeon. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested.